Manufacturer narrative:
Insulin pump had an intermittent button response, due to moisture damage on keypad traces. Insulin pump received with cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the act button on the insulin pump is not responding properly. It was stated that the device was not dropped or exposed to moisture. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.